Manufacturer narrative:
Lot history record review: the lot history records were reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample, angiodynamics is unable to conduct a thorough investigation. The cause of the complaint is unk. A possible cause is that the fiber broke. During the review of the manufacturing records, it was observed that the manufactured lots met all device specifications and quality requirements. Each fiber is required to pass a 2lb proof test to assure that the tips are properly attached to the fiber. All of the fibers used to make up the reported lot number passed this test. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
When pt returned for follow up ultrasound after laser ablation there appeared to be a gold tip from the fiber within the pts vessel.